Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed. The reported problem (gong alarms, unnecessary arrhythmia alarms) has been confirmed. Upon investigation the electrode belt failed a therapy electrode recognition test. The cause for the failure was isolated to the electrode belt distribution node. The pulse wire heat shrink separated on the front and rear pulse wires, causing the pulse wires to short together and causing the alarms. The root cause for the separated heat shrink could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was experiencing frequent gong alarms and unnecessary arrythmia alarms.